Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Only one side of the foot spring would raise. Dealer found that the frame is bent.